Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing due to oversensing noise on the right ventricular (rv) lead. No changes or intervention was performed. There were no patient consequences.

Event description:
New information noted that rv lead was capped and replaced on 3 feb 2022. The patient condition was stable.